Event description:
It was reported that the patient was admitted on (b)(6) 2026 with altered mental status, lethargy and shaking. Infectious Disease (ID) consulted with Peripherally Inserted Central Catheter (PICC) placed with Intravenous antibiotics until (b)(6) 2026 due to positive blood cultures. Computed tomography (CT) of head was negative. The patient was deemed stable for discharge on (b)(6) 2026.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported events could not be conclusively established through this evaluation.Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.The patient remains ongoing on HeartMate 3 LVAS, serial number (b)(6), with no further related events reported at this time.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The HeartMate 3 Left Ventricular Assist System (LVAS) Instructions for Use (IFU), Document Rev. D, and the HeartMate 3 LVAS Patient Handbook, Document Rev. A, are currently available. The current revisions of the IFU and Patient Handbook can be found on the eIFU page of the Abbott website.Section 1 of the IFU, ¿Introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection) and other neurological events (not stroke-related), that may be associated with the use of the HeartMate 3 LVAS. Section 6 of the IFU, ¿Patient Care and Management¿, lists neurological dysfunction and infection as potential late post-implant complications that may be associated with the use of Heartmate 3 LVAS. Several sections of the IFU and Patient Handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.